Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and a no delivery alarm. The customer was advised that their high blood glucose may have been due to the no delivery. Customer treated with manual injection. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported that there were air bubbles in the reservoir and the tubing. There were no leaks, site or insulin issues and the device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.